Manufacturer narrative:
Sections with additional information as of 28-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Products pending qc investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially called to inquire where to find the control test ranges. Customer had performed control test prior to call and result fell within the acceptable range. Customer then reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 161 and 162 mg/dl. The customer¿s expected fasting blood glucose test result range is 80-95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/21/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).